Event description:
Report received of an over-delivery of an epidural infusion. The pump was programmed in the continuous only mode to deliver at 8ml/hr with a container size of 198ml, air sensitivity was on. The epidural infusion was 100ml of normal saline with 90ml of marcaine and 8ml of fentanyl. The tubing was primed on the pump with 1.7ml of fluid. At an undetermined time later, the customer reported that the pump display indicated that 177.9ml was infused and 18.4ml was remaining. When the actual fluid remaining in the bag was measured, there was only 6.25ml, instead of the expected 18.4ml. There was no reported adverse pt event. No medical interventions were required for the pt. Though requested, there was no further info available.